Event description:
Reportedly, this patient noticed difficulty with walking and intermitten foot cramping. Found 75% stenosis of the sfa after an 11 month implant duration. Performed pta of in-stent stenosis and tibioperoneal trunk due to calcified lesion. No further information available.

Manufacturer narrative:
Device not returned.